Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. During support, absence of distal pulse in the affected limb was reported, consistent with limb ischemia. No intervention was performed to address the ischemia, as it was identified shortly before withdrawal of care. Additional contributing factors included the use of vasopressors and inotropes in the setting of profound cardiogenic shock. The impella cp device was not removed due to the reported limb ischemia. The patient subsequently expired while remaining on impella support. While on support, the impella cp device was operating at performance level 9 with expected flows of 3.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The death is conservatively being reported to the impella cp; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock, as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by vasopressor therapy, and the patient's underlying critical clinical condition.